Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): puncture median l3l4 sitting with 25g needle which is 103 mm long after 2 failures in patient with imc at 42. Unique patient (introducer inserted at 3/4 then needle). Possibility to push the needle to the hub before the lack of resistance and the lack of return of csf. Puncture failure. Withdrawal entirety and, concomitantly of the introducer and needle. Observation that a part of needle missing in the output of the introducer. The patient was operated on the next day by a spine surgeon to extract the broken part.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(4) to bbm in (B)(4) for investigation. A follow up report will be provided when the inspection results became available. (B)(4).

Manufacturer narrative:
(B)(4). We received one used pencan 25gx4" (103mm) (B)(6) without packaging. The received sample was taken to a visual examination. The pencan cannula is broken off approx. 50 mm away from the cannula tip. The structure of the break of the raw cannula shows that the cannula was bent before the break the cannula was bent repeatedly in the area of the fracture and this caused the crack of the cannula. The broken-off part with the cannula hub was not handed over by the customer. We assume of problems during application and consider the complaint as not justified. We have informed our manufacturer accordingly. 1) sample/s evaluation: we found that the raw cannula was bent badly and broken off. Other : test result of our retention sample. 1. Visual inspection [?] Any abnormality were not found. 2. Stiffness test result no.1=0.31mm, no.2=0.31mm, no.3=0.31mm. They were within the specification. (Specification : maximum deflection 0.43mm). 2) historical review: any abnormality were not found. 3) root cause analysis: we assume that the defect cause was occurred by excessive distortion during application. 4) justification: this complaint is not justified.